Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-02625. It was reported the pt's scs system did not provide adequate pain relief despite multiple reprogramming efforts. The pt reported she felt random electrical pulses down her left arm and leg when stimulation was on. The pt also reported difficulty charging her ipg. She stated the ipg would not hold a charge after it indicated it was fully charged, and eventually, she could not get her ipg to charge at all. Consequently, she had her system explanted in (B)(6) 2013. The exact explant date is currently undetermined.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.